Event description:
Light head has paint peeling off from various locations. According to the customer, some paint chips coming from the surgical light may have fallen into the operating field during a surgical procedure. No clinical consequences have been reported by the customer.